Event description:
The customer contact reported a disconnection. On an unspecified date, an unspecified tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate. At an unspecified time, the plumset was primed with an unspecified concentration of either saline or dextrose solution. After an unspecified length of time, option-lok male adapter of the plumset was connected to the female adapter of the distal port of the unspecified tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time prior to the delivery of the chemotherapeutic agent, it was reported that the option-lok male adapter of the plumset did not connect properly with the distal port of the unspecified tubing set and disconnected. The plumset was replaced. The customer contact reported a delay of 15-20 minutes; however, there were no reported adverse pt effects. No medical interventions were reported. Though requested, add'l info was not provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.